Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress - the coating at the insertion section was peeled off, and the insertion tube was found to be scratched. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU): ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU: ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found a section of the coating of the connecting tube greater than one square millimeter was peeling due to deterioration. The reported event (leak from bending section cover) was confirmed during testing and was due to the bending section being pierced. In addition, the distal end was deformed due to handling, the adhesive on the bending section cover was detached due to external stress, the bending section cover was cut and slack due to handling, multiple parts of the device were scratched, the up/down plat was discolored due to chemical stress from reprocessing, angulation in the up/down direction was out of specification due to wear of the angle wire, the connecting tube was cut due to physical stress, and the cumulative time on the scope was not accurately recorded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the subject device leaked at the bending section cover. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a section of the coating of the connecting tube greater than one square millimeter was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.